Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 10/3.25 flextome cutting balloon was selected for use. During procedure, first and second dilatation was performed at 6 atm and 8 atm respectively. However, it was noted that the balloon ruptured during third dilatation at 12 atm for 45 seconds. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 10/3.25 flextome cutting balloon was selected for use. During procedure, first and second dilatation was performed at 6atm and 8atm respectively. However, it was noted that the balloon ruptured during third dilatation at 12atm for 45seconds. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was stable. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the centre of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified a kink on the shaft polymer extrusion of the device located approximately 24mm distal of the hypotube to shaft polymer extrusion bond. No other issues were noted which may have potentially contributed to the complaint incident.